Event description:
Boston scientific crm received info that this product was part of a system explant due to a patient infection. This lead was surgically abandoned and remains inside the pt's body. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Method: review of mfg records was performed. Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.